Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high, resulting in two jets causing moderate paravalvular leak (pvl). The physician decided to implant a second valve valve-in-valve (viv), 8-10mm below the first valve. After the implantation of the second valve, the diastolic pressures were improved, with no gradient, and the pvl was mild to moderate. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl most likely was due to the sub-optimal position of the valve, as it was implanted high.

Manufacturer narrative:
The product remains implanted, therefore, no product analysis can be performed. A supplemental report will be filed at the close of medtronic investigation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.